Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into a patient without the use of an introducer sheath for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The pt's iliac arteries were small and moderately tortuous with servce calcification. It was reported that during insertion of the device it got hung up proximal of the deployment site. The device was removed, and a 24 french sheath was placed. The device was then reinserted and was successfully deployed. It was reported that upon removal of the sheath that the iliac artery had ruptured. It was observed that the external iliac artery had disrupted from the common iliac artery at its origin. Unable to contain the iliac artery the physician elected to perform open surgical repair. A colostomy bag was placed during the same procedure, for treatment of an ischemic left colon. The pt was stable at the end of the procedure and sent to recovery. The pt expired at an unknown date of an unknown cause. The device will not be returned to medtronic for evaluation.